Manufacturer narrative:
(B)(4). The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that an emergent pump exchange occurred due to pump thrombosis. It was reported that the pt presented with nausea/vomiting over the weekend and the pump parameters were within normal limits (wnl), but the pt's ldh was over 3000 and increasing. A ramp echo was performed and "showed septum to the right with no change during ramp." The surgeon exchanged the pt's lvad with a new lvad. The pt remains ongoing with the new lvad. (B)(4). The report indicated that the pt presented with shortness of breath (sob), nausea, vomiting, diarrhea (nvd). The pt did not respond to attempted medical treatment of pump thrombosis and was brought to the operating room for a pump exchange. The report also indicated that visible thrombus was noted inside of the explanted pump.